Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the endoscopic image disappeared. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed that the camera cable was twisted and had disconnection. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was considered that this phenomenon was attributed to the disconnection or twist of the camera cable due to inappropriate handling by the user. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.